Event description:
Reporter called stating that her new accu-chek device does not work. Every time a strip is placed into it, the device shuts down without any reading of her blood glucose level. She has tried several strips and each time, the device shuts down; its a defective device.